Event description:
A malfunction alarm with code malf 24 was reported, and the customer was unsure if their blood glucose level exceeded 500 mg/dl. Technical support arranged for the pump to be replaced and provided instructions on using a backup insulin delivery method to ensure no interruption in treatment. The customer was instructed on how to handle the faulty pump and prepare for the arrival of the replacement device. There was no additional information regarding any adverse impact on the customer¿s blood glucose level.